Event description:
Account alleged, the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
Account repaired the trendelenburg, but no information is available on the repairs. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.